Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare professional (hcp). It was reported that there was no record of the system not working in the patient's chart and the patient would need to contact the hcp's office to discuss it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's spinal cord stimulation (scs) system did not work. Caller did not know if that was because the neurostimulator (ins) battery was dead or if the patient was not getting therapy. Patient had not used stimulation in months. Caller reported that the batteries were dead in controller. No further complications were reported or anticipated.